Event description:
Note: this report pertains to the second of two complaints reported for the same event. Refer to manufacturer # 3005099803-2010-05178 for the associated device report. It was reported to boston scientific corporation on (B)(6), 2010 that two resolution clip devices were used to stop a bleeding ulcer in the duodenum. According to the complainant, during the procedure, the resolution clip was advanced to the target site at a "fairly angled position." The physician pushed the clip outside of the scope and the nurse opened the clip correctly. The physician then pushed the clip forward onto the wall of the duodenum. The nurse deployed the clip correctly and released it from the delivery catheter; however after the physician reviewed the positioning of the clip, it appeared as though the clip had not deployed correctly and the clip prongs were bent backwards. The clip fell into the patient and was not retrieved. A second resolution clip was used; however the same issue occurred. The second clip deployed onto the tissue however the prongs appeared to be bent backwards. An injection gold probe was used to complete the procedure without issues. It was reported that "the physician may have exerted too much pressure on the clip." There were no complications as a result of this event and the patient was reported to be stable post procedure.

Manufacturer narrative:
Patient is over 18 years old. The complainant indicated that the clip was left inside the patient and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.